Event description:
Reporter alleged the blood glucose monitoring device contacts are melted; however was cofirming being unable to power on the device. No actions were taken and no treatment was received as a result of the alleged incident. A request was made for the return of the suspect device and replacement product was sent.